Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2021-16234. It was reported that the patient was feeling sick and had high white blood cell count and infection was suspected. As a result, surgical intervention occurred wherein the patient's trial leads were explanted and discarded. The issue has resolved.